Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. In reviewing the data for investigation, it was observed that all requested tests for the affected sample were remeasured, regardless of whether a data flag was attached to the first run or not; a rerun would not be triggered by the instrument. The customer declined to provide any additional information for the investigation. Based on the information provided, the investigation was unable to determine a specific root cause. The investigation did not identify a product problem.

Event description:
There was an allegation of a questionable bilirubin total, chloride, creatinine, and crp result from the cobas 8000 c702 module for one patient. The initial bilirubin total result was 1.31 mg/dl, accompanied by a data flag, with a repeat result on( B)(6) 2025 of 0.76 mg/dl. The analyzer is programmed to automatically request a bilirubin direct result if the bilirubin total result exceeds 1 mg/dl. The initial chloride result was 91 mmol/l, and the repeat result on (B)(6) 2025 was 106 mmol/l. The initial (B)(6) 2025 of 1.18 mg/dl. The initial crp result was 1.02 mg/l, accompanied by a data flag, with a repeat result on (B)(6) 2025 of 2.71 mg/l.